Manufacturer narrative:
The product is not available for analysis.

Event description:
The patient received a cypher stent in the proximal circumflex. Approximately ten months later, the patient had restenosis. A ptca was performed in the previously treated proximal circumflex. Male patient with hypertension, hyperlipidemia, risk factors, family history of coronary artery disease (cad), peripheral vascular disease, prior ptca, prior mi and past smoker was admitted for further evaluation with stable angina. That patient was an acceptable candidate for surgery. Medications administered prior to the procedure included aspirin and plavix. Lesion 1-1 was smooth, type c, de novo, and concentric lesion located in the proximal circumflex. This was a readily accessible proximal segment with no bifurcation and little calcification. Thrombus was noted to be absent. The lesion was pre-dilated. A bmw wire was used in the procedure. A 3.5 x 33mm cypher stent. Was deployed with "satisfying results" at 12 atmospheres (atms). Angiomax was given during the procedure. Timi pre-procedure and post-procedure was 3. Post-procedure medications included aspirin and plavix. Two days later, the patient had an ICD generator change. The event was unrelated to both the index device and procedure. Approximately two months later, first follow up is conducted via office visit. Patient denies any angina. Silent ischemia could not be assessed. Ongoing medication includes clopidogrel. Approximately six months later, second follow up is conducted via phone. The patient complained of chest pain. Silent ischemia could not be assessed. Ongoing medications include aspirin and clopidogrel. Approximately two months later, the patient had a ptca of the previously treated index lesion (proximal circumflex). Restenosis was noted in the lesion. There was no thrombus or total occlusion. Stent information is unknown. Approximately four months later, another follow up was conducted via phone. Patient denies any angina. Silent ischemia could not be assessed. Ongoing medications include aspirin and clopidogrel.